Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used for a transurethral lithotripsy (tul) procedure performed on (B)(6) 2009 (patient age, gender, and weight are unknown). According to the complainant, the retrieval coil did not open. It is unknown if a stone was present in the device when the malfunction occurred. The procedure was successfully completed using another stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device found the white heat shrink split, exposing the core wire. The device was found to open and close normally. Therefore, the most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a stone cone nitinol urological retrieval coil was used for a transurethral lithotripsy (tul) procedure performed on (B)(6), 2009. According to the complainant, the retrieval coil did not open. It is unknown if a stone was present in the device when the malfunction occurred. The procedure was successfully completed using another stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."